Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media by a customer that they almost died due to low blood glucose in (B)(6) 2020 with unknown blood glucose levels at the time of the incident. The customer reported that the retainer ring broke leading to the low. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer could not be identified. The customer mentioned constantly breaking belt clips and allergic reactions to tape that also ripped off their skin. The customer also reported sensor glucose versus blood glucose differences and getting 3 faulty transmitters in a row. The insulin pump will not be returned for analysis.